Event description:
Family member calling on behalf of patient. Patient takes insulin injections. Meter would not turn on. Patient replaced battery, issue still continued. Patient visited physician's office where blood sugar was over 200 mg/dl. Patient was given insulin at doctor's office. Family member removed battery and discovered contact point was green in color (corosion). Replacing meter. No further information has been reported.